Manufacturer narrative:
The reported device was not returned for evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the lens integrated system operations/service manual found that the power button/controls are all clearly marked and the instructions for how to power up the device are adequate. A relationship, if any, between the subject device and the reported event could not be determined. Based on the follow-up information received, the probable root cause for the reported issue is user error (failure to switch on the power button).

Event description:
It was reported that during an irrigation and debridement procedure of the right knee, the light on arthroscopic tower was not working. The procedure was completed by changing to an open knee technique. It was subsequently confirmed that there was no problem with the device but instead, the operating room staff inadvertently neglected to switch on the device power button. No patient injuries or further complications were reported.